Event description:
A hospital in (B)(6) reported that eight mr290 autofeed humidification chambers were leaking at the base of the chamber dome. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint devices are currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4) method: the eight complaint mr290 autofeed humidification chambers were received, four from lot 121026 (manufacture date of 26 october 2012) and four from lot 121029 (manufacture date of 29 october 2012). The chambers were visually inspected for the reported damage. Results: cracked chamber domes: visual inspection revealed that three of the chambers were cracked along the base of the chamber dome. In all three, the print above the crack was slightly smeared. A lot check revealed no other complaints of chamber cracking for either lot number. Based on the smeared print and the nature of the cracking observed on these three chambers, we can conclude that the damage was caused by environmental stress cracking due to the chamber dome coming into contact with alcohol based cleaning solutions. The mr290 autofeed humidification chamber is a single use device, manufactured in a clean working environment and does not require any cleaning. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product". (B)(4). Feedset damage: inspection of the feedset tubes of the remaining five complaint mr290 chambers revealed that the feedset tube had become separated or partially separated from the spike. There was adequate glue on the feedset tube/spike connection but the glue had not fully bonded. A lot check revealed no other complaints of loose feedset spikes for either lot number. We were unable to determine the cause of the observed damage. Every mr290 chamber is pressure tested to 8kpa following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the spike became loose after release for distribution, likely as a result of failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported that eight mr290 autofeed humidification chambers were leaking at the base of the chamber dome. No patient consequence was reported.